Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and did not find any issues. The cse replaced the gray peripump tubing. The cse ran precision testing and quality control, which were acceptable. The customer care center specialist indicated that the gray peripump issue may have caused the discordant result. No additional discordant results have been obtained since the service visit. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument and on the original advia centaur cp instrument, resulting lower both times. The lower result was reported to the physician(s) as less than 0.2 pg/ml. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00659 was filed on 20-dec-2017. Additional information (29-jan-2018): a siemens headquarters support center specialist reviewed the event data and concluded that advia centaur cp instrument uses peristaltic pump tubing which is necessary for proper aspiration of waste away from the cuvettes. The cause of the discordant, falsely elevated cardiac troponin-I result on one patient sample was malfunction of peristaltic pump tubing and the issue was fixed by the siemens customer service engineer replacing the tubing.